Event description:
It was reported that the programmer became "stuck" prior to a procedure. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. It was noted that the stylus was defective and broken. (B)(4).